Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error issue/loss of opm data has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event are consistent with complaint and show ¿opm communication crc invalid¿ alarm (#1045) that self-resolved after less than 7 minutes, while all values of data from optical bench were -16384. This is a known pattern failure caused by a temporary loss of optical placement signal. There¿s no need for repairs if the condition self-corrects. This is a low probability event and lasts only a few minutes. If needed, the patient¿s hemodynamics and impella position can be monitored with imaging. The cause of the issue was not determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.